Event description:
It was reported that the patient checked into the emergency room after experiencing two episodes of unanticipated therapy. The patient denied any symptoms. The physician completely turned off the svt timeout and scheduled a f/u.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.